Event description:
It was reported that this ambicor penile prosthesis (app) exhibited fluid leakage in the left cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.